Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04986. It was reported the patient experienced high impedance on one lead. As a result, surgical intervention took place wherein both leads were explanted and replaced to address the issue. It is unknown which lead showed high impedance therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.